Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin runs out of battery every day or two and the display has gone blank several times. Blood glucose value was over 400 mg/dl. Multiple low battery alerts and an off no power alarm found in the history. The insulin pump does not have physical damage but was exposed to sweat. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer stated the display returned after inserting a new battery. Customer was advised that the battery cap would be replaced.